Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, as the implantable cardioverter defibrillator (ICD) pocket was being closed, the patient¿s condition began to deteriorate. The patient was declared a code and extra resources were called. The ICD paced throughout the cardiac arrest as well as detected and treated with six shocks throughout the code that cardioverted the ventricular fibrillation (vf). It was noted that there were no issues with the ICD system and no evidence of procedural patient injury. The patient received multiple drugs and cardiopulmonary resuscitation was performed for a long duration; however, the patient was declared deceased.